Event description:
An olympus sales representative reported on behalf of the customer that the evis lucera duodenovideoscope was incorrectly reprocessed inside the oer-3. The panel on the left side of the oer-3 overheated, which caused a burning smell. There were no reports of patient or user harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
The subject device was not returned to olympus. The field service engineer in charge checked inside the oer-3, it was found that there was a hole in the binding part of the detergent tube closest to the washing tank, and the cause was that oer-3 was operated on while liquid was leaking from there. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the event did not occur due to a design defect or handling. However, a definitive root cause for the detergent leakage, foreign material during scope reprocessing could not be established. Olympus will continue to monitor the field performance of this device.